Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 64 mg/dl while adjusting to the pump during the learning period. The low was treated with glucose tablets, and bg returned to range. No symptoms were reported, and no medical intervention was required.